Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported via an e-mail that the customer received multiple, intermittent inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin, and displayed an initial fill estimate of 70 units. Additionally, the customer reported receiving multiple, intermittent occlusion alarms. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. There was no reported impact to the customer's blood glucose level.